Manufacturer narrative:
Device received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including self test, sleep current measurement, active current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had solid white display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump was accidentally bumped and dropped. Customer reported display was solid white. The device will be returned for analysis.